Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during an ureteroscopy procedure on (B)(6) 2022. During the procedure, when the guidewire was placed inside patient, it unraveled, and the core wire broke. The procedure was completed with a new amplatz super stiff. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device code): problem code a0401 captures the reportable event of core wire broken. H10: the returned amplatz super stiff was analyzed, and a visual evaluation noted that the coil wire was unraveled at distal section and the corewire was detached at 2.7 cm from distal tip section to the transition point. Therefore, the reported complaint was confirmed. Boston scientific has determined the most probable cause of this complaint is manufacturing deficiency. Since the problem found was traced to the design specification and an investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during an ureteroscopy procedure on (B)(6) 2022. During the procedure, when the guidewire was placed inside patient, it unraveled, and the core wire broke. The procedure was completed with a new amplatz super stiff. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).